Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. However, the insulin pump had intermittent button response due to flattened dome switches. No unlocked keypad connector was noted. No battery cap damage could be verified as the insulin pump was received without the original battery cap. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that keys are sticking on the pump. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that she was hospitalized due to high blood glucose blood glucose. Customer's blood glucose was unknown mg/dl. The customer was admitted to the hospital. The customer had adema, swelling, shortness of breath, nephrology syndrome, kidneys. The customer cause of emergency room visit as per healthcare provider was congestive heart failure. The customer was still in the hospital. The customer was off the pump prior to emergency room visit from monday to tuesday.